Manufacturer narrative:
Additional data: device evaluation: product evaluation found lens returned wrapped in gauze inside a ziploc bag. Visual inspection found debris on lens surface with clear surgical residue/debris on product and piece of haptic missing. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6 implantable collamer lens, -15.00/+1.0/x095 diopter, in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a shorter lens due to excessive vaulting. The problem was resolved. At the date of MDR submission, the lens has not been returned.